Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to fill the pump was determined to be due to the pocket being swollen. It was also determined that the cause of no flow seen after aspirating the catheter was the catheter not working and had to be replaced.

Manufacturer narrative:
H6: correction - fdm should be b18, which was corrected in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 2000 mcg/ml at 450 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient came in to the clinic on (B)(6) 2023 with swollen infraclavicular area and scheduled for surgery on (B)(6) 2023. X-rays were done and the catheter was seen at t9. Environmental/external/patient factors that may have led or contributed to the issue included the patient having a mammogram done a month ago, and the clinic stated it was harder to fill the pump afterwards. The patient was brought back to the operating room and the pump was located in the left infraclavicular area and was swollen. The neurosurgeon opened up the pocket and there was a hematoma present. Diagnostics/troubleshooting performed included the neurosurgeon evacuated and unhooked the catheter from the pump, and after aspirating the catheter, there was no flow seen. The rep further reported that they would be replacing the catheter. The patient's spinal section of the catheter was replaced. Actions/interventions included evacuating the hematoma and the breast tissue and replacing the catheter. The issue was resolved at the time of the report and the patient's status was " alive-no injury". The patient's weight and medical history was asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-feb-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.